Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2016 ¿ patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with the implant of ventralex st mesh. Per op notes, ¿the hernia was noted. A piece of ventralex st mesh was placed into abdominal wall using sorbafix tacks.¿ on (B)(6) 2019 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent robotic repair with the explant of mesh. Per op notes, ¿multiple omental adhesions to the recurrent supraumbilical ventral hernia was noted. The mesh was caudal to the defect. The mesh was removed. A synthetic mesh was placed intraperitoneal using tacks.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2016) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.